Event description:
It was reported that an asymptomatic patient presented via remote transmission showing that the device exhibited non-sustained right ventricular (rv) oversensing due to post-paced t-wave oversensing. Programming changes were suggested. No intervention were made. The patient will continue to be monitored.